Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the full lead was returned and analysis was performed and no anomalies were found. Concomitant: 3889-33 interstim urinary mgu lead, implanted 2012-(B)(6); 3023 interstim urinary mgu ipg, implanted 2013-(B)(6); 3095-10 neuro extension, implanted 2013-(B)(6). (B)(4)

Event description:
It was reported that the right ventriuclar lead would not stay in the apex of the right ventricle. The threshold would change upon patient positioning from being good to non-capture at maximum outputs. The lead was explanted and replaced. No patient complications have been reported as a result of this event.